Event description:
Received information that multiple unspecified alarms occurred. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.